Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio at for 12 of the 14 days prescribed. The patient does not have known history of reactions to medical adhesive or sensitive skin. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their dermatologist with signs of skin irritation allegedly caused by the zio at. The patient reported experiencing symptoms of pain, redness, discomfort and itching. The device was removed. The dermatologist prescribed hydrocortisone as treatment.